Event description:
It was reported that a patient had an infection and their lead was explanted on (B)(6) 2012. There was erosion at the implantable neurostimulator (ins) pocket site. Actions taken were to remove the device. The symptoms were reported as drainage and incisional wound opening at the device pocket. The patient was reported to be alive with no injury and no adverse event.

Manufacturer narrative:
Product ID 3889-28, lot # va01dyk, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Event description:
Additional information received reported the device was removed completely and the patient had yet to be re-implanted. The patient outcome of the removal was reported as "good." No further information was reported.